Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported by the sales rep that post-op an open nephrectomy procedure, the device was fired across the renal hilum and the case was completed as normal. The patient's hematocrit dropped dramatically. It is unknown if the patient received blood products. The patient was returned four days later, and they found alot of dried blood clots and suctioned this out and did a once over on the patient. The patient was closed and was being observed. The device was discarded.